Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The patient's doctor prescribed a cream (type unknown). Upon follow up the patient's skin irritation was unchanged.